Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked from bottom right corner of the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between september 25, 2018 - september 26, 2018. The device was received for evaluation. Visual inspection identified marking on the bag in the lower right where the alleged leaking occurred. A magnified inspection on the returned sample revealed a weld defect at the lower right side of the bag. Functional testing was performed and a leak from the unsealed lower right side weld area was observed causing the corner area of the bag to fill up. There was no leak from the bottom of the bag. The reported condition was verified. The cause of the condition could not be verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.